Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical product: vanguard xp lateral tibial bearing, cat#: 195779 lot#: 641410. Vanguard xp femoral, cat#: 195205 lot#: 934930. Vanguard xp tibial tray, cat#: 195757 lot#: 677780. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-08571, 0001825034-2017-08573, 0001825034-2017-08574.

Event description:
It was reported that the patient underwent a polyethylene exchange to address instability and adhesions. Attempts have been made and no further information has been provided.